Event description:
It was reported to tyco/kendall healthcare in 12/2005 that a customer had a problem with the yankauer suction catheter. The customer alleges "while using the yankauer device during extubation the tip detached and was swallowed. The customer alleges that the pt was then x-rayed and monitored on the floor; no pt injury was noted and the tip was passed."